Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had blank display. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked and found reported issue. Found loose connection of power cord, tighten them after that resolved the problem but found no battery backup. Crossed checked the battery with another one and found it faulty. Ventilator is in working condition without battery back up.